Event description:
It was reported that the iab was inserted via sheath without any difficualy however, it was not possible to remove guidewire from iab. Assembly was replaced. There were no rpeorted pt complications.